Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2016 and was implanted. It was reported that the patient underwent removal surgery and cystourethroscopy on (B)(6) 2022. It was reported that the patient experienced mesh erosion, bladder pain, abdominal pain, pelvic pain, chronic urinary tract infections, overactive bladder, dysuria, incomplete emptying, urinary frequency, urinary urgency, stress incontinence, depression and anxiety. No additional information was provided.